Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check, the cs100 intra-aortic balloon pump (iabp) machine not working on mains supply. There was no patient involvement reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the unit was not working on mains power supply. The fse states that the unit needed the power supply to be replaced. The unit was given to customer who repaired it using a non getinge third party.

Event description:
N/a.

Manufacturer narrative:
Firm provided updated device identification information in alignment with gudid.